Manufacturer narrative:
In the rapid comm interface manual (B)(4) rev b, 2013-03 the following definition is found for the rapid comm; primary patient identifier which is what should be entered in the patient ID field on the instrument: primary patient ID (ppid), a number that uniquely identifies a patient in the facility or regional/national health program, often the medical record number (mrn). The number (ID), customer was using does not meet this requirement for uniqueness. The event has occurred due to an operator error.

Event description:
(B)(4). There was no report of injury due to this event.